Manufacturer narrative:
We have received the incident report but have not yet received any information indicating that the incident was caused by the device we manufactured. Once we receive further information from the insurance company's investigators, we will take any necessary follow-up actions.

Event description:
As the manufacturer, we have been notified through our importer/distributor of a claim that one of our products may have been involved in a fire incident. We have initiated an internal investigation and are currently awaiting detailed on-site inspection reports from the insurance company and our distributor to proceed further.